Manufacturer narrative:
Manufacturer's report date: (B)(4) 2013. Internal file no: (B)(4). This report was filed by the manufacturer. Although requested, the affected product has not been received for investigation. A follow up report will be submitted with evaluation results should the product be received.

Event description:
The customer reported leaking coming from a crack on the max plus valve during chemotherapy (5 fu) infusion. "Patient noted last night that he had chemo leaking from somewhere on chest, from his line. His chemo was started 5-6-13 at 1130. He did not note this until 2230. He went to the ER and was there from 1151-0100. At no point did they stop the chemo. He was told they could not figure out where the leak was, so they wrapped it in coban, at the juncture of the groshong and the line from the cadd, and sent him home. He came here at 0800 this morning, and (nurse), examined it and determined that the leak was coming from a crack in the posiflow cap. She stopped the chemo, cleaned up the patient, replaced the cap, and restarted the infusion. There is no way to determine how much chemo the patient actually received. I did save the cap in a biohazard bag." There was no patient harm or medical intervention. No additional patient or event details were provided by the customer.